Event description:
The user facility reported that the pt complained of a "sharp pinch," and stated that the ring around the distal tip was not flat and smooth. An unspecified type of protector was said to have been used when the physician was using the device. There was no report of any pt harm.

Manufacturer narrative:
Olympus contacted the user facility via phone and in writing to obtain additional info regarding this report without success. The device referenced in this report was returned to olympus for eval. The eval found the bending section glue cracked with pinholes, was discolored, and porous in texture due to chemical damage. There were nicks and scratches on the distal end cover and on the nozzle. The distal end cover was cracked and failed the insulation test. No sharp edges were noted on the insertion tube, bending section glue or the distal end unit. The device has been serviced and returned to the user facility. The exact cause of the reported event could not be conclusively determined, however, bunching resulting in a pinching sensation could not be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.